Manufacturer narrative:
This report is filed on november 28, 2017.

Event description:
Per the clinic, the patient experienced skin necrosis and infection at implant site resulting in extrusion of the receiver-stimulator, IV antibiotics were administered (date and duration not reported). The issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.